Event description:
Reporter alleged when assisting a friend with blood glucose testing, accidentally sticking her finger with a used lancet. The manufacturer advised the reporter to contact a doctor, however, the telephone line went "dead" and no more information was provided or could be obtained despite several unsuccessful attempts made. A request was made for the return of the suspect device and replacement product was sent.